Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0919, awareness date 30-aug-2015 ). It refers to a female consumer of unspecified age in united states who had essure model 205 (fallopian tube occlusion insert) inserted in 2006 for birth control. Consumer medical history included 3 kids. She reported that for the first 2 years essure was great, but then she developed 22 different side effects that range from ringing in her ears and blurred vision to left abdominal pain. She was always in pain and fatigue. On (B)(6) 2015 she had a full hysterectomy performed to remove essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pain in her abdomen and side after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy (9 years after device placement) to remove essure. This event is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, consumer's pain started two years after essure insertion. Although temporal relationship between the event and device insertion is weak; since no alternative explanation was provided; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result received on 02-oct-2015 ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pain in her abdomen and side after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy (9 years after device placement) to remove essure. This event is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, consumer's pain started two years after essure insertion. Although temporal relationship between the event and device insertion is weak; since no alternative explanation was provided; causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.